Manufacturer narrative:
The root cause of the drive failure is unknown to date. No further information is provided.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the drive failed for an unknown reason during a run on the microfuge 16 microcentrifuge. The drive failure caused damage to the instrument and to the rotor. Trace amounts of phosphorus-32 were spilled inside the instrument due to the damage. The customer has scrapped the entire instrument and the rotor locally due to the damage. No injury was reported for this event.